Event description:
The customer's wife stated that her husband's precision xtra meter is reading a lot higher than he feels. In addition, he took extra medication (metformin) based on his reading and he passed out because of it. The customer also felt "clammy, dizzy, and very nauseous". The customer's wife took him to the va hospital and there was no treatment indicated. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.